Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been receiving no delivery alarms during bolus and has had to reset the bolus several times to complete the bolus. Customer had already changed the infusion set and stated the current one was working. The alarm was resolved by a complete set change. Blood glucose value is unk. Nothing further reported.